Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was unable to duplicate the reported event. The table was found to be operating properly and was returned to service. The 3080 rl surgical table subject of the reported event is approximately 35 years old and is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 3080 rl surgical table unlocked and lowered without being commanded to do so resulting in a procedure delay. User facility personnel locked the floor locks, unplugged the table, and then the table remained locked. The procedure was completed successfully, and no injuries were reported.